Event description:
During a percutaneous transluminal angioplasty to the right external iliac artery, there was resistance and premature deployment of the stent. There were no anomalies noted during product inspection or when prepping device following the instruction for use. The target vessel was moderately calcified, with heavy tortuousity and had 95% stenosis present. The lesion was predilated. There was large resistance when approaching the target site. Physician increased force to insert the stent delivery system while approaching the target lesion. At this moment, the stent, was prematurely released short of the target lesion however was retrieved without any complications. Another stent was used to end procedure successfully. There was no pt injury. This product will be returned for evaluation and testing.